Event description:
It was reported that one day post rx acculink stent implantation in the right internal carotid artery, the patient experienced right sided weakness. Computed tomography (CT) was done. No treatment was provided. The patient was diagnosed with a stroke. Per the neurologist, the stroke was not related to the stenting in the right carotid artery. On (B)(6) 2012, the symptoms resolved and the patient was discharged home. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of cerebrovascular accident is a known observed and potential adverse event as listed in the rx acculink carotid stent system instructions for use in the potential adverse event section. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.